Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post deployment, x ray showed the filter in a somewhat angulated configuration. Cone of the filter was at l2-l3. There was significant levoscoliosis at this level and the filter may be situated within the inferior vena cava at the right of l3-l4. Around two months later, removal of filter was attempted. Filter was unable to be grasped with a standard gooseneck snare. Tri-loop snare was used to grasp the superior hook of the filter under fluoroscopy. The sheath was cinched down to the upper aspect of the filter at which point the filter was retracted into the sheath under fluoroscopic guidance. The filter was removed from the sheath externally. The filter was examined, and all 12 legs were accounted for. Filter was retrieved in its entirety with no difficulty. Filter was complete and intact at removal. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Approximately four years six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and the filter was unable to be retrieved with the use of a snare. A tri-loop snare was then used to successfully capture and retrieve the filter. At some time post filter deployment, it was alleged that filter tilted. The device was removed percutaneously. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post deployment, x ray showed the filter in a somewhat angulated configuration. Cone of the filter was at l2-l3. There was significant levoscoliosis at this level and the filter may be situated within the inferior vena cava at the right of l3-l4. Around two months later, removal of filter was attempted. Filter was unable to be grasped with a standard gooseneck snare. Tri-loop snare was used to grasp the superior hook of the filter under fluoroscopy. The sheath was cinched down to the upper aspect of the filter at which point the filter was retracted into the sheath under fluoroscopic guidance. The filter was removed from the sheath externally. The filter was examined, and all 12 legs were accounted for. Filter was retrieved in its entirety with no difficulty. Filter was complete and intact at removal. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Approximately four years six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and the filter was unable to be retrieved with the use of a snare. A tri-loop snare was then used to successfully capture and retrieve the filter. At some time post filter deployment, it was alleged that filter tilted. The device was removed percutaneously. The current status of the patient was unknown.